Event description:
The customer reported that the vasoseal was deployed by the dr under supervision of a vasoseal clinical education specialist at 10:00am. At 1:00pm, the pt complained of numbness in the toes and legs. Initial visit reveals that a doppler pulse was present. The pt continued to complain of numbness. Upon revisit, the toes were bleached and the doppler pulse was absent. Vascular surgeon called for consultation and decides on surgery. Surgery revealed right femoral artery occluded, the vasoseal plug was removed via an embolectomy. Urokinase infusion distal. No further complication. Pt released on 12/7/1998.